Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the analysis of the returned device, the ipg depleted due to normal device longevity therefore this event is no longer reportable.